Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor does not run due to a worn thermistor, which generated and e6 error from repeated overheating of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgery, it was observed that the motor device displayed an e6 error code and was overheating. As a result, there was a five-minute delay to the surgical procedure to set up an identical spare device. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.